Event description:
It was reported that during an anterior low colon/rectum resection procedure the stapler cut but did not suture. It was noticedd that the staples were opened. The washer sound was not heard. The case was completed with hand suturing. The patient was under observation due to the cardiopatic.